Manufacturer narrative:
Device passed self test, displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. No bolus stopped alarm noted during testing. Pump error 53 found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected and delivery stopped. Customer's blood glucose level was 203 mg/dl. Customer reports they were unable to clear the alarm. Customer was advised the insulin pump will need to be replaced and advised to revert to a back-up plan. The insulin pump will be returned for analysis.